Manufacturer narrative:
The insulin pump was received with intermittent down button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.